Event description:
It was reported that the adhesive is either sticking to the removable part, or the adhesive is sticking so strong that it is ripping the probe cover. No patient injury, infections or complications were reported.